Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system table or c-arm would not move. Review of system log file confirm the x-ray pc malfunction. Upon troubleshooting, fse found that there was no input or output from flex vision pc. Fse replaced the xray pc and reloaded the software. After replacing the xray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm and table would not move. The device was in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.